Event description:
It was reported that the pump "paused" during the fill tubing step in the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. The customer was able to resume insulin delivery and continued using the pump.